Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle was rough and didn't allow for retraction with a bd insyte¿ autoguard¿ shielded IV catheter. This occurred on 8 separate occasions, however, they were found prior to use. The following information was provided by the initial reporter: unable to advance cannula off of the needle during insertion procedure. On examination, the needle was found to be "rough" with ridges, preventing it from sliding though the cannula. 8 eaches opended and found to faulty. 4 boxes of the lot isolated.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. A catheter bonded to a needle may require reinsertion of the IV but would not lead to harm / serious injury requiring medical or surgical intervention. A rough needle point will not likely affect the intended use of the device. May result in discomfort to the patient or minor tissue injury, or require another insertion attempt, but will not lead to serious injury. There was no report of serious injury, medical intervention, and is not considered to be a reportable malfunction.

Event description:
It was reported that needle was rough and didn't allow for retraction with a bd insyte¿ autoguard¿ shielded IV catheter. This occurred on 8 separate occasions, however, they were found prior to use. The following information was provided by the initial reporter: unable to advance cannula off of the needle during insertion procedure. On examination, the needle was found to be "rough" with ridges, preventing it from sliding though the cannula. 8 eaches opended and found to faulty. 4 boxes of the lot isolated.